Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient presented to the emergency room with dizziness. The electrocardiogram revealed loss of capture on the right ventricular (rv) lead. The rv output was increased to ensure capture. A lead revision procedure was scheduled. Prior to the procedure, the threshold measurement was high. The chest x-ray did not reveal any signs of lead dislodgement. As a result, the physician explanted the rv lead and implanted a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.